Event description:
Customer reports back to back testing on the same meter while using the advantage system with result of lo (>600 mg/dl) and 114 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.